Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was split. They did not use the device and opened another unknown mynx device and achieved hemostasis. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The physician stated while inserting the device into the unknown sheath they noticed the sealant sleeves was split. The femoral artery's suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per the product evaluation, the sealant was present exposed on the distal end in manufacturing position due to a sealant sleeves observed frayed/ split/ torn condition observed to be present in the unit as received.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) was split. They did not use the device and opened another unknown mynx device and achieved hemostasis. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The physician stated while inserting the device into the unknown sheath, they noticed the sealant sleeves was split. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Additional information was requested but not provided. A non-sterile mynx control vcd (5f) involved in the reported complaint was returned for investigation. The visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position with no syringe attached to the unit. The sealant was exposed on the distal end in its manufactured position due to frayed/split/torn sealant sleeves observed to the unit as received. The sheath used with the unit was not returned for this evaluation, and no additional anomalies were observed during this analysis. A dimensional analysis of the sealant sleeves slit could not be performed due to the conditions observed to the sealant sleeves. However, the overall length of the outer sleeve assembly (from the proximal end of the swivel to the distal tip of the cartridge) was verified due to the premature deployment observed. During this analysis, it was observed that the measurement obtained was within the defined parameter. Additionally, the catheter working length was verified and found to be within the defined parameter. The dimensions were obtained using a calibrated ruler. Due to the frayed/split/torn condition observed to the sealant sleeves, the slit length measurement could not be performed. An insertion/withdrawal functional evaluation could not be performed due to the conditions observed to the sealant sleeves. Nevertheless, a functional deployment evaluation was executed due to the premature exposure of the sealant observed. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunction related to a possible deployment difficulty. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves portion presented frayed/split/torn conditions. Additionally, a prematurely exposed state of the sealant was observed. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.